Manufacturer narrative:
Product analysis: received for analysis was one guard wire in a hoop with original packaging, lot number received matched complaint lot 0007851862. No visual damage was noted to the guard wire gold marker and hypo tube/extension wire joint. A slight kink/bend was noted at the hypo tube and extension wire joint, the slight kink was not a contributor to the guard wire inflating and deflating during lab testing of the devices. The ez adaptor and the ez flator used during the procedure were returned and they were used to inflate the returned guard wire resulting in a successful inflation and deflation. The balloon was inflated to 6mm on the dial, remained inflated for over a minute and fully deflated within 20 seconds. The balloon was re-inflated and left inflated for over 5 minutes and deflated without issues again. (B)(4).

Event description:
It was reported that a physician was preforming a carotid artery stenting (cas) procedure in the ica: internal carotid artery, 75% stenosis, mild calcification and mild tortuosity. The lesion was not pre-dilated. The first guardwire device was set up outside the patient's body, and successful inflation/deflation was confirmed with no issues noted. Therefore, the cas procedure started following the prep. After the device crossed the lesion, dilation was performed. However, the balloon was deflated once it was dilated. No resistance noted with the device during delivery, no resistance passing the lesion site. Judging it as a balloon rupture, the customer opened another same-model device as replacement, and it was set up without any problem, no anomalies noted during prep. However, after crossing the lesion, the balloon of the second device deflated during dilation. The procedure was completed successfully with another device. No patient injury reported.